Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date at the beginning of the (B)(6) due to low blood glucose. The blood glucose at the time of the incident was 25 mg/dl. The insulin pump will be returned for analysis.